Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as oozing open sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician cleaned the area of the open sores. Follow up indicated that the skin irritation improved.